Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implantation procedure, a crack was noticed on the lens after implantation. The lens was removed and exchanged for a new lens. No patient harm was reported. Additional information has been requested.